Event description:
This patient received his scs system consisting of an ipg and a paddle lead on an unknown date. It was reported that one month following the implant procedure, the patient lost stimulation on the right side of the lead. The ipg was replaced on (b) (46 2009. Follow up on the patient found that he is no longer having complications. The ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.